Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that due to the healthcare provider (hcp) increasing the pump basal setting, customer's blood glucose (bg) lowered (41 mg/dl). Food and juice were consumed to address bg. Recommendation was made for customer to discuss basal setting with their hcp.